Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device stopped working. It was further reported that a white seal was coming out of the union between the handpiece and the hose. It was not reported if there were any delays in the planned surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during subsequent follow up with customer additional information was received. It was reported that the type of surgery when the event occurred was neurosurgery. The interruption due to the event was for a few seconds which happened several times; however, the surgery was completed without delay. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the teflon seal was protruding from the swivel. It was determined that the component wore over time from two pieces of metal rubbing on it as the swivel rotated. The assignable root cause was determined to be due to due to normal wear and servicing over time. If information is obtained that was not available for this report, a follow-up medwatch will be filed as appropriate